Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service. A technical support specialist connected to the station and found it set to out of service, placed the station back into service, reviewed the station logs, and confirmed that it synchronized to the server without errors, observed slow login performance and checked the network interface card (nic) settings, which were set to 10/half duplex. Tss reset the network interface card (nic) to 100/full duplex; however, login time remained slow at approximately 26 seconds. The issue was determined to be network-related and requires follow-up by the local information technology (it) department. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hcpacu system was out of service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.